Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the first thunderbeat hand instrument displayed a "probe damage" error. As a result, the instrument was withdrawn from the pt. During the visual examination, it was noted that the teflon pad had melted. At the end of the procedure, the probe tip of the second instrument broke off and fell into the pt. The broken probe tip was retrieved from the pt with the use of grasper forceps. There was no pt injury reported. This is one of two reports.

Manufacturer narrative:
The thunderbeat hand instrument was not returned to olympus for eval, as it was discarded subsequently after the procedure. The exact cause of the user's experience could not be conclusively determined at this time. However, the teflon pad melting can results from continuous activation of the output without tissue between the probe and jaw. If additional info becomes available at a later time, this report will be supplemented.